Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced and adverse outcome/refractive outcome, with pigment dispersion and lens rotation. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.

Manufacturer narrative:
H6 - health effect clinical code: 4581 - refractive outcome, pigment dispersion. Claim #(B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that ar/ak surgery was performed. Claim#: (B)(4).

Manufacturer narrative:
Corrected data: b5 - it was later reported that ar/ak surgery was performed. - should be disregarded as information is n/a. Disregard supplemental #1 MDR. Claim#: (B)(4).